Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the last basal delivery was on (B)(6) 2013, prior to ¿loss of prime¿ warning followed by eight hour basal delivery interruption due to multiple persistent ¿loss of prime¿ and ¿no cartridge detected¿ warnings. The total daily dose added up correctly and reflect the programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. The display¿s contrast is dim and faded. The piston was unable to recognize the cartridge upon the first load attempt. Force sensor calibration reading is below specifications. The pump¿s case was removed and moisture corrosion was found to the force sensor plate. The force sensor resistance is above specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were in the hospital in (B)(6) for a hypoglycemic event. The patient was taken off the pump and treated with IV saline and potassium. The patient stated that they were not given insulin in the hospital. The patient stated that this happened on a day that they walked into town and went swimming. The patient stated that they are also in the heat in mexico. The patient stated that they have gastroparesis and denied any serious lows prior to this event but patient is using temp basal everyday for 12 hour periods. Customer support (cs) instructed the patient to work with healthcare professional (hcp) to adjust basal rates as the patient is not using the programmed basal and using the temp basal every day for 20-30 units less insulin and if they forgot to set the rate there could be serious consequences. Cs instructed the patient to discuss with hcp that they are not bolusing and that basal rates seems to be also covering food. Cs encouraged the patient to work with educator since they have gastroparesis. The patient stated that they are currently on a backup insulin delivery system of injections as pump was lost in mexico. The patient is checking bg by finger stick and administering correction doses of insulin every two hours. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.